Event description:
Customer reported that, a patient presented with an infection at an unspecified time following skin closure. It is assumed that medical treatment was provided to address this event.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.